Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms,') in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, nabothian cyst, menometrorrhagia, dysfunctional uterine bleeding, uterine bleeding, menorrhagia, hyperthyroidism, depression, arthritis, neuropathy, fibromyalgia, tonsillectomy, adenoidectomy, lumbar laminectomy, uterine ablation and multiparous. Previously administered products included for an unreported indication: peniolun. Past adverse reactions to the above products included drug hypersensitivity with peniolun. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;colecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein), escitalopram oxalate (lexapro), filgrastim (neupogen), fish oil (fish oil concentrate), levothyroxine, medroxyprogesterone acetate (depo-provera) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and back pain ("low back pain"). The patient was treated with paracetamol (tylenol) and surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia, dyspareunia, urinary tract disorder and back pain outcome was unknown. The reporter considered autoimmune disorder, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: three coils on the right and (1m) ,coils on the left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: - secretory endometrium. - leiomyomata uteri, 0.9 cm - cervix with nabothian cysts. - left paratubal cyst. - right fallopian tube with no significant histopathologic change. - essure coils intact and properly placed. Clinical date-pre and post op menometrorrhagia, abnormal-uterine bleeding. Failed ablation specimen site: uterus, cervix, bilateral fallopian tubes (patient wants tube coils back) gross description: essure coils are intact and properly placed within the uterus and fallopian. Tubes. Two paratubal cyst are identified ,measuring up to 1.2cm I greatest dimension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event back pain added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms,") in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, nabothian cyst, menometrorrhagia, dysfunctional uterine bleeding, uterine bleeding, menorrhagia, hyperthyroidism, depression, arthritis, neuropathy, fibromyalgia, tonsillectomy, adenoidectomy, lumbar laminectomy, uterine ablation and multiparous. Previously administered products included for an unreported indication: peniolun. Past adverse reactions to the above products included drug hypersensitivity with peniolun. Concomitant products included ascorbic acid;betacarotene; biotin;calcium carbonate; calcium phosphate; chlorine; colecalciferol; cupric oxide; ferrous fumarate; folic acid; iodine; magnesium oxide; manganese sulfate; molybdenum; nickel sulfate; nicotinamide; pantothenic acid;phosphorus; potassium chloride; pyridoxine hydrochloride; retinol. Acetate;riboflavin; selenium; silicon; thiamine; tin; tocopherol; vanadium; vitamin b12 nos; zinc oxide (multivitamins & minerals plus lutein), escitalopram oxalate (lexapro), filgrastim (neupogen), fish oil (fish oil concentrate), levothyroxine, medroxyprogesterone acetate (depo-provera) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and urinary tract disorder ("urinary problems"). The patient was treated with paracetamol (tylenol) and surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia, dyspareunia and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: three coils on the right and (1m) ,coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: .. Secretory endometrium. Leiomyomata uteri, 0.9 cm. Cervix with nabothian cysts. Left paratubal cyst. Right fallopian tube with no significant histopathologic change. Essure coils intact and properly placed. Clinical date-pre and post op menometrorrhagia, abnormal-uterine bleeding. Failed ablation. Specimen site: uterus, cervix, bilateral fallopian tubes (patient wants tube coils back). Gross description: essure coils are intact and properly placed within the uterus and fallopian. Tubes. Two paratubal cyst are identified ,measuring up to 1.2cm I greatest dimension. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms,") in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, nabothian cyst, menometrorrhagia, dysfunctional uterine bleeding, uterine bleeding, menorrhagia, hyperthyroidism, depression, arthritis, neuropathy, fibromyalgia, tonsillectomy, adenoidectomy, lumbar laminectomy, uterine ablation and multiparous. Previously administered products included for an unreported indication: peniolun. Past adverse reactions to the above products included drug hypersensitivity with peniolun. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;cholecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein), escitalopram oxalate (lexapro), filgrastim (neupogen), fish oil (fish oil concentrate), levothyroxine, medroxyprogesterone acetate (depo-provera) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and dysuria ("urinary problems"). The patient was treated with paracetamol (tylenol) and surgery (total abdominal hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia, dyspareunia and dysuria outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, dysuria, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: three coils on the right and (1m) ,coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: - secretory endometrium. - leiomyomata uteri, 0.9 cm - cervix with nabothian cysts. - left paratubal cyst. - right fallopian tube with no significant histopathologic change. - essure coils intact and properly placed. Clinical date-pre and post op menometrorrhagia, abnormal-uterine bleeding. Failed ablation specimen site: uterus, cervix, bilateral fallopian tubes (patient wants tube coils back) gross description: essure coils are intact and properly placed within the uterus and fallopian. Tubes. Two paratubal cyst are identified ,measuring up to 1.2cm I greatest dimension.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.